Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Dimensional inspection found lens within specifications. (B)(4).

Manufacturer narrative:
Lens was returned in liqid in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -9.0/+1.5/083 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to the patient experiencing excessive vault and elevated iop. As of the date of MDR submission, the lens has not yet been returned for evaluation.